Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this ra lead was capped due to an insulation break. Patient came into the clinic on (B)(6) 2021 complaining of a burning sensation in his chest. The lead was exhibiting low pacing impedance and the lead was delivering pacing when not required. The device settings were changed which stopped the sensation in the patients chest. The lead was capped and replaced on (B)(6) 2021.